Event description:
A surgeon reports a scratch/wrinkle in the lens during intraocular lens (iol) implant surgery. A capsulotomy was performed at the time of surgery, but this did not change the appearance of the lens. The lens was explanted seven mos later. In a f/u, the surgeon reports the outcome of event for the pt as "unk", but the prognosis is "excellent".

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/19/2008 and 08/27/2008 by fax, mail and phone. A completed questionaire was rec'd on 09/02/2008.